Event description:
Rn was placing an accucath IV. After advancing the catheter, the rn pressed the button to retract the guide wire and it would not come out. Once accucath removed, it appeared there was a knot at the end of the catheter. FDA safety report ID # (B)(4).